Manufacturer narrative:
Upon investigation of the actual device used in the incident it was found that a liquid spill, most likely from a medication leak, was the cause. The device was returned to the manufacturer for replacement.

Event description:
It was reported by the customer that a pyxis anesthesia es system caught fire during a procedure. The affected procedure was a central line placement in an adolescent patient, there was no delay or impact to patient care given that the incident happened at the end of the case when the patient was being woken up and extubated. All medications were already given or drawn in syringes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h11 - updated section based on findings by the manufacturer's hardware engineering team. Based on photos provided of the affected device, the manufacturer's hardware engineering team determined that the device sustained external liquid damage, as indicated by a white residue in a drip pattern near the connector. Additionally, the connector damage points to fluid ingress based on testing performed as part of failure investigation. Based on this information, the manufacturer concludes that the root cause of the reported failure was fluid ingress.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 02-oct-2021 to 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the issue was due to the fluid ingress. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system caught fire during a procedure. The affected procedure was a central line placement in an adolescent patient, there was no delay or impact to patient care given that the incident happened at the end of the case when the patient was being woken up and extubated. All medications were already given or drawn in syringes. There were no adverse events or injuries reported based on this event.